Event description:
The complainant reported that during a therapeutic procedure, the physician was attempting to remove the button dome of an enteral feeding device from a fistula in the pt's stomach. The device was reported to have been in place for the previous six months. The complainant indicated that during this procedure restriction was encountered, causing the physician to pull the button dome strongly two times, which resulted in the button dome detaching from the tube. The physician then obtained a snare and with the aid of that device was able to successfully remove the button dome from the pt's stomach. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.